Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the o-ring had become disconnected from the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load cartridge onto the pump.